Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was ultrasonic medium leakage, and the distal end sheath had a pinhole. A root cause could not be identified. Based on the results of the investigation, it is reported that the red streak indicated by the customer was due to blood which invaded the unit. It was also observed that the medium leakage was due to the pinhole in the distal end sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a red streak was inside the probe of the ultrasonic probe. The event occurred during reprocessing. There were no reports of patient involvement.